Event description:
Procedure: gastro-intestinal anastomosis. Reportedly, tissue was not transected completely and bleeding occurred. Re-anastomosis was performed resulting in a longer or time than was initially scheduled. No reported injury or ill-effects to the patient.